Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had increased pain at pocket site when pressure was applied to her neurostimulator (ins). For example, when "leaving" against a hard char or using the "recharged". Patient reported the ins did not appear to be helping with pain so she left it off for the last 3 weeks and has not noticed a difference. Patient lost a significant amount of weight since her implant. Reprogramming was offered; however, the patient denied. Patient had not been programmed for over 3 years and has not attempted hd stimulation, but refused. Impedance test showed normal. Patient to be scheduled for explant; however, no set date as of now. No further complications were reported/anticipated.